Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014, device evaluation: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.